Manufacturer narrative:
(B)(4).

Event description:
Article title: periprocedural stroke risk in patients undergoing catheter ablation for atrial fibrillation on uninterrupted warfarin. Per a report in the journal of cardiovascular electrophysiology vol. 25, no. 6, june 2014 a controlled, multicenter, retrospective study was conducted on 2855 patients, by dr. S. Page of the department of electrophysiology, (B)(6), was conducted to compare the incidence, severity and timing of periprocedural stroke between 2 periprocedural anticoagulation protocols: bridging low-molecular-weight heparin (lmwh) and uninterrupted warfarin (uw). Per report there were other major bleeding complications occurred: pericardial effusion requiring drainage was reported in 74 patients, hematoma in 73 patients and retroperitoneal bleed in 1 patient. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: carto mapping system. Other non bwi devices were used during cardiac ablation: a pulmonary vein mapping catheter ((B)(4)) and robotically assisted catheter manipulation ((B)(4)).